Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported some of the programs are not working for them. Patient stated they need to see a tech because the programs aren't helping them, and its been this way since the implant. They said when they turn it on they kind of hit their rib cage and that's not what its supposed to do. The patient was redirected to their healthcare provider to further address the issue. The patient (pt) says they have an upcoming appointment with their hcp. Reviewed that pt can call hcp to ask if they are inviting a rep to the appointment.